Event description:
It was reported that during an ablation procedure using an intellanav mifi open-irrigated ablation catheter the irrigation tubing was damaged, causing saline to leak. No information was provided on the completion status of the procedure or the patient's outcome. The catheter is not expected to be returned as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.